Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell cycle three of four of peritoneal dialysis therapy while the patient was connected. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative assisted the caregiver in clearing the alarm. The caregiver stated they would end therapy for the night and call the nurse in the morning. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.